Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that one day post-op, the right atrial (ra) lead had moved, and there was an increase to high threshold values. A revision procedure was perform to reposition it, and the lead remains in use. No patient complications have been reported as a result of this event.